Event description:
Three devices (cev634-1a, cev669b and cev6795b) were returned to mxi service and repair. It was reported that the devices do not work. There was no reported patient impact.

Manufacturer narrative:
Concomitant medical devices: cev669b (lot # 03/08) ¿ manufacture date: march 2008, cev6795b (lot # 03/08) ¿ manufacture date: march 2008. (B)(4) analysis of the device (bipolar insert cev634-1a 350mm mouiel) indicated that the electrode short circuited at the tip and tube area. The coating of the electrode is damaged and the plastic ring came off slightly. The short circuit is most likely caused by the coating damaged. No fault was found in the device (handle cev669b dia 5mm ang bipolar). The device meets manufacturing specifications. No fault was found in the device (tube cev6795b dia 5mm 350mm). The device meets manufacturing specifications. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).